Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units front screen is cracked.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He verified the damage and replaced top display. Ran and passed all performance and function tests.

Event description:
N/a.